Event description:
Revision after sledge prosthesis. Resection of scarred fabric. The surgeon worked with the cool pulse elektrode. The cannula suction tube from the duo + pump was on the elektrode suction. After the operation one ascertained combustion in the "inzesions" place (clarification; the part of the skin where the incision was made for the passage of the instruments). The affiliate sales rep reported the complaint event occurred during a revision surgery; a unicondylar knee replacement. When the electrode was activated, it was surrounded by a conductive irrigant solution of ringer¿s lactate. The electrode was activated for a prolonged period of time. The suction from the electrode was hooked up directly to the cannula tube outflow of the fms duo + pump. The patient was burned; noticed after surgery; burned skin outside portal. No revision surgery is planned. See associated medwatch 1221934-2013-00258.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Manufacturer narrative:
Evaluation statement the vapr cool pulse 90 electrode complaint device is not being returned and therefore is unavailable for analysis and test evaluation. No lot numbers were provided which precludes us from conducting a batch history review or a lot specific search in the complaints database. The vapr vue generator used in this procedure was sent to a j&j authorized service center for evaluation. No fault was found with the vapr vue generator and it passed all functional and safety testing. Information received from our affiliate indicates the suction from the electrode was hooked up directly to the cannula tube outflow of an fms duo plus pump and the electrode was activated for a prolonged period of time. There are a number of warnings in the cp90 electrodes IFU-110007 regarding suction hook up and prolonged use: for electrodes with suction, attach the suction adapter to standard hospital suction equipment. Ensure that the roller clamp is open, and vacuum is in the range of 300 mmhg to 700 mmhg. Failure to attach the suction tubing to an adequate suction source may cause thermal injury to the physician or patient. Do not activate the probe for unnecessary and prolonged periods as irrigant overheating and unintended tissue damage may result. Prolonged probe activation while using the suction feature may result in elevated shaft or suction tubing temperatures. During an electrosurgical procedure, the patient should not be allowed to come into direct contact with grounded metal objects. Inadvertent contact with the patient when the vapr system is activated may result in burns. Ensure that fluid inflow and outflow is adequate and that the electrode is activated only when surrounded by conductive irrigant solution (e.g., saline or ringer¿s lactate). The use of rf energy with inadequate irrigation may overheat the fluid enough to cause skin burns at or near the access site and may result in damage to the electrode tip assembly. The fms duo plus pump does not meet the vacuum requirements of 300 to 700 mm hg as identified above and in this case the electrode was hooked up to this pump. Therefore based on the information received from mitek, it appears that the root cause of patient injury is as a result of the user not following the product¿s instructions for use by using an inadequate vacuum source for the electrode and/or using the electrode for a prolonged period of time. The sales representative has re-trained the surgeon in regards to correct use of the electrode. In addition depuy mitek has opened a non-conformance to document additional training as follows: marketing will assess scope and retraining requirements for german speaking markets and broader emea markets unless otherwise advised, we draft training material (us/emea marketing) and route through emea copy approval process.